Manufacturer narrative:
(B)(4).the sample was discarded and the lot number is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm is confirmed. The patient noticed bubbles in the patient line even after the priming stage, which means the homechoice did not fully prime. The patient still connected to the patient line and this use error can cause the alarm. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) had the home patient (hp) check the patient line and found air in it. The tsr assisted the hp with ending therapy to restart the set up with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.during follow up, the hp stated he was able to resume therapy successfully after starting over with new supplies. The hp stated that there was air in the lines because the lines did not prime completely. There was not patient injury or medical intervention reported.